Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation, while mapping with the advisor hd grid x catheter, the patient developed a pericardial effusion. It was during mapping that the patient became hypotensive. Fluoroscopy and ultrasound showed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. It is unknown what caused the pericardial effusion however the physician alleges it occurred during mapping or prior. There were no alleged performance issues with any abbott devices.